Event description:
During a follow-up in clinic, there was noise noted on the right ventricular (rv) and left ventricular (lv) leads due to suspected subclavian crush syndrome. The noise was reproducible in clinic during lead provocative testing. Both leads were explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2017865-2018-16430.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. One lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted proximal to suture sleeve impression region. The cause of the reported events was isolated to this lead-to-can abrasion. Electrical tests did not find discontinuities or shorts on any conduction paths. The reported events of noise and insulation damage were confirmed.